Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for in-clinic follow up with the right atrial lead exhibiting an increase in pacing impedance, and capture threshold. Sensing was observed to be normal. No interventions were made, as the physician had elected to continue to monitor.